Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited loss of capture. During the repositioning, perforation occurred and the patient experienced cardiac tamponade. A pericardiocentesis was performed and the patient was stabilized. The lead was successfully repositioned.